Event description:
User had 6 source containers hung and only 3 of those solutions were programmed, however the half normal saline solution which was hung on station #3 and not programmed, ended up in the final bag. This was determined by the bag visually appearing to have less solution in it than it should have. There was no pt involvement and the unit will be returned for eval.